Event description:
It was reported that during a sleeve gastrectomy procedure, after using the stapler for seven successful firings, the device failed to fire after closing the jaws and tension applied on the tissue to pull it out of the stapler jaws. The surgeon had to complete with a new sterile stapler. Increased time of surgery.

Manufacturer narrative:
Info anticipated, but unavailable at this time.